Manufacturer narrative:
Eval summary: date of original implantation was not provided. Neither x-rays nor op-notes for the primary surgery were provided. As such, the surgical technique cannot be reviewed and the original implant construct cannot be analyzed radiographically. Based on the available info, an exact cause for the reported revision cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to loosening.